Manufacturer narrative:
Findings: unit had cracked and bleeding lcd glass. Also unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 71 mg/dl. The customer stated the pump fell and has sustained damage in the led screen. The customer stated the big part of the screen is black and he is very uncomfortable in using the pump. The customer replacement pump was delivered.